Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the masimo pulse oximetry was giving a wide variety of reading often with good pleth. Both higher 90 readings and low reading were seen, which never correlate with blood gas numbers. The md found this pulse ox's to be highly unreliable. Even after the patient was pronounced dead, the pulse ox kept reading 92% with a descent waveform. Pulse oximeters, which mds have found to be unreliable and give us false low or high readings all the time, are used not only in the medical intensive care unit (micu) but also in pulmonary lab as well. What was the original intended procedure: monitor adequacy of oxygenation device usage problem: device malfunction - that is, the device did not do what it was supposed to do.